Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.079¿ - 0.131 in length, and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number (B)(4) on (B)(6) 2020, and it had 6 uses remaining no image, or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event. The patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci assisted procedure, the wire of the tenaculum forceps came loose. The procedure was completed, and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.